Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a battery issue when she changed her battery. Customer stated that the pump had a low battery icon after she changed the battery, but when she checked again, the icon was full. Customer has also been experiencing high blood glucose levels and can't get her blood glucose level lower than 200 mg/dl. Customer's blood glucose was 215 mg/dl and after she ate dinner, she treated with a bolus. Her blood glucose went down to 165 mg/dl. Customer declined troubleshooting and stated that she will her contact her health care provider's nurse to make sure her pump settings are correct.